Event description:
It was reported that the pump had intermittent alarming, watchdog failure, primary audible alarm, base was not responding. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The pump was cracked on right plunger case otherwise no appearance of any physical damaged was found. Unable to duplicate the watchdog failure at power up process. Unable to duplicate the primary audible alarm post error at power up. Unable to duplicate the base not responding problem during power up process. Error history log review found a watchdog failure, primary audible alarm post error and base not responding error. The root cause of the reported issue was unable to determined, no problem was found on pump. Actions were taken to mitigate the reported issue: performed preventative maintenance and all functional testing which passed. A corrective and preventative action has been opened to address the reported issue.